Event description:
It was reported when using the pyxis ciisafe system that it had a door failure, unable to open. A customer reported there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the malfunction was caused by latches and crimped micro switch. A field service engineer cleaned latches and micro switches to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.